Event description:
Port was accessed in 02/2003 with a bard liftloc safety infusion set 2og .75". It was used for multiple infusions both continuous and intermittent. Reporter was called to pt's room to check leaking tubing and found a leak in the huber tubing where the micobore tubing attaches to the lower portion of the y med site. Port was de-accessed and "re-accessed" - clot aspirated from line then flushed. This is first of 2 events with this patient.